Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: the pump's black box showed power supply alarms on (B)(6) 2015 and (B)(6) 2015. The pump case was cracked in the corner of the display area. The pump's current draws were within specifications. There was evidence of moisture contamination throughout the inside of the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was found to be peeling. All of the keypad buttons were intermittently unresponsive. Contamination was found on all of the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.